Event description:
On (B)(6) 2011 per email: we had a sapiens stylet get stuck in a patient's arm and was damaged (almost separated at the floppy tip). On (B)(6) 2011 - additional information: the stylet wire broke but not completely, it was "connected by two fibers." They were able to carefully remove it without it breaking completely. It did not migrate and no additional procedures were required to remove the wire from the patient, but the patient was about to go to ir for removal. Staff was able to remove wire intact right before sending the patient to ir. Staff does not know why the wire was so close to breaking. On (B)(6) 2011, per email: stylet became lodged in patient near the insertion site and unraveled when trying to pull it out.

Manufacturer narrative:
This complaint is confirmed. The returned product is a 6fr powerpicc solo catheter with 3cg stylet and t-lock assembly. The sample was returned with a partially sheared tls stylet. Gross and microscopic examinations confirm a partial split in the amber colored polyimide tubing exposing the sensor magnets and outer sensor wire. According to the notes contained in this file it states, "stylet became lodged in patient near the insertion site and unraveled when trying to pull it out." The complaint sample that was returned showed the damage area of the stylet wire protruding though the distal end of the catheter. The products instructions for use (IFU) states, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." At this time the mechanism of damage is undetermined. An lhr of (B)(4) showed no other similar product complaint(s) from this lot number.